Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was applying clips during the procedure from the er320 instrument to the cystic duct and cystic artery when (2) clips failed to function properly. While clipping the duct (2) clips went on fine, while the 3rd clip seemingly "jumped" away from the duct after forming and had to be retrieved with graspers. The vessel appeared to be seated properly in the instrument prior to firing. After retrieving the clip, a clip was placed for a total of (30 clips on the duct, and the vessel was transected. While clipping the artery, (3) clips were placed. The surgeon fired the instrument completely (plastic to plastic) and methodically. While inserting scissors to transect the artery, a clip was inadvertently touched by the shears (dcs12) resulting in the clip falling off the vessel. The clip was retrieved, a final clip applied, and the clips were checked for stability before transecting the vessel. (Lot number if from kit fdc38). There was no consequence to the pt.